Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an infusion set tape not sticking issue, which was accidentally tugged, leading to tubing detachment event on (B)(6) 2026. The site of insertion was on right stomach. The site of detachment was close to the site. Due to the event, patient experienced skin issue including skin irritation/pain/infection